Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 20.1 mmol/l; cause was due to malfunction alarm. Customer administered a manual injection to address bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.